Manufacturer narrative:
Suspected transformer failure causing burns inside the unit. This alleged incident occurred in the (B)(6). The perfect o2 is the same /similar to the irc5po2 product or products which are, or have been manufactured and/or marketed by invacare in u.s.

Event description:
Suspected transformer failure causing burns inside the unit. This alleged incident occurred in the (B)(6). The perfect o2 is the same /similar to the irc5po2 product or products which are, or have been manufactured and/or marketed by invacare in u.s.